Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a shoulder arthroscopy the firstpass str broke inside a cannula, when introducing into the patient avoiding any part get inside the joint. There was a back up device available and no delay was reported. Patient status it's stable, no health consequences. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual inspection of the returned instrument shows no manufacturing abnormalities. The lower jaw is completely detached and the needle is stuck engaged. Product was out of the original packaging. No packaging returned. A functional evaluation was not conducted due to damaged to jaw and needle. No containment or corrective actions are recommended at this time. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include: (1) excessive force. (2) damage or debris on the device tip between passes.

Event description:
It was reported that during a shoulder arthroscopy the firstpass str broke inside a cannula. This occurred at the moment of introducing it into the patient avoiding any part get inside the joint. There was a back up device available and no surgical delay was reported. Patient status it's stable, no health consequences. No further complications were reported.